Event description:
It was reported that a leak occurred between the microclave and tubing. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of a leak occurred between microclave and tubing was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing confirmed a slow leak at the connection between the female luer and the male luer side of the microclave connector. The connection between the components was checked and it was observed that it was not fully tightened. The components were disconnected and inspected under magnification to determine if any damage was noted. No damage was observed. Dimensional analysis was performed on the female luer and measured to be within specification. The root cause of the leak was confirmed as the connection between the syringe psd microbore set¿s female luer and the microclave male luer side not being fully tightened.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a leak occurred between microclave and tubing. There was no patient harm.